Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the returned product consisted of an epic stent delivery system (sds) and stent. There were numerous kinks thorough out the end of the inner shaft of the device. The safety lock was received attached in the manufactured position. The bumper was in the normal position and there was no damage or irregularities. The stent was received partially deployed 6mm from the end of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was partially deployed. During unpacking of a 9x40x75mm epic¿ vascular stent, it was noted that the stent has already been partially deployed. The procedure was completed using another 9x40x75mm epic¿ vascular stent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was partially deployed. During unpacking of a 9x40x75mm epic vascular stent, it was noted that the stent has already been partially deployed. The procedure was completed using another 9x40x75mm epic vascular stent. No patient complications were reported.